Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, bioloxâ® delta ceramic femoral head, 2678805. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a closed reduction procedure four months post implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via notes received from the surgeon. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Likely root cause is the patient not adhering to rehabilitation protocol. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.